Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had connectivity issue. A field service engineer (fse) identified that the customer had changed the wireless network certificate, which caused the problem. The fse reconnected the station to the new wireless certificate. All tests were completed successfully. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, connectivity issue. Pyxis machine was on override because it is not connected to the network. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.